Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. Customer¿s current blood glucose was 189 mg/dl and 211 mg/dl. The customer¿s blood glucose was 245 mg/dl and the sensor glucose was 88 mg/dl. Insulin delivery was suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that sensor received alert for calibration not accepted. The sensor will be returned for analysis.